Manufacturer narrative:
Multiple PMA/510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA/510(k) number is as follows: PMA/510(k)#: bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were dented and had a scar.